Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00294. It was reported that the patient's cervical extension was explanted and replaced on (B)(6) 2019. X-rays showed that one of the extension's in the cervical region had disconnected. In turn, the extension was explanted and replaced. It is unknown which extension disconnected, therefore both extensions are being reported.